Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the "handle (grip) tip" was overheating. The procedure was completed with the device; there was no patient impact.